Manufacturer narrative:
Codes have been updated to reflect the additional information.

Event description:
Additional information received indicates that the patient may undergo surgical intervention to gain the ability to undergo a cervical MRI, which the system does not allow for. This is no longer deemed to be an adverse event.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-33133, 1627487-2020-33134. It was reported that the patient may undergo surgical intervention to explant their scs system. The reason for the procedure is not known at this time. Since it is not known which device contributed to the issue, all possible devices are being reported on.